Manufacturer narrative:
Correction b5: it was stated that there was a failure of the optical sensor, the "road" was full and the bag was full of erythrocytes correction device evaluation summary: the reported issues of the failure of the optical sensor, the "road" was full and the bag was full of erythrocytes were verified during service. The issues were resolved by realigning the centrifuge. During service it was noticed that the centrifuge bulb required replacement. The issue was resolved by replacing the centrifuge bulb. Functional tests and safety tests were performed according to the manufacturer¿s requirements, the instrument was inspected and it conformed to the specified requirements and it was capable of operating safely in accordance with the instructions for use. Post repair testing was performed per specifications. Correction h6.3 (eval code result (fdr/annex c) and h6.4 (eval code conclusion (fdc/annex d):these codes have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use, this autolog instrument was cleaned and was still showing some failures. Failure of the optical sensor, the road was full and a bag full of erythrocytes.  The use of the instrument was unspecified. There was no adverse patient effect reported with this event. Medtronic received additional information that the bag of blood burst and it flooded the device. The patient was not in any danger to his health.

Manufacturer narrative:
Device evaluation summary: the reported issue of failure of the optical sensor, the road was full and a bag full of erythrocytes was verified during service. The issue was resolved by replacing the centrifuge bulb. Functional tests and safety tests were performed according to manufacturer¿s requirements, the equipment inspected conformed to specified requirements and is capable of operating safely in accordance with the instructions for use. Post repair testing was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.